Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) of 2009, the patient presented with back and neck pain, which had been affecting her ability to engage in everyday activities. On (B)(6) 2009, the surgeon performed an anterior cervical disectomy and fusion at the c3-c4 and a c3-c7 cervical laminoplasty on the patient using rhbmp-2/acs. During this surgery, the surgeon also inserted an interbody cage at c4-c5, placed anterior cervical instrumentation at c4-c5, and placed posterior spinal instrumentation at c3-c7. Following the surgery, the patient experienced pain far worse than the pain she experienced prior to undergoing surgery, also, she began to develop increased neck pain, increased numbness and tingling in her fingers, and radiating arm pain, all of which she did not experience prior to surgery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s post-operative period was marked by increasingly severe pain. It was reported that imaging studies showed that the patient had developed uncontrolled bone growth and nerve impingement at or near where the implant site.

Event description:
It was reported that the patient underwent three spinal fusion surgeries using rhbmp-2/acs and peek cage on (B)(6) 2009, (B)(6) 2010 and (B)(6) 2011 respectively. Patient developed unspecified injuries post operatively. No additional information has been provided.